Event description:
It was reported that the patient's blood glucose levels (bg) rose to 25.2 mmol/l (453.6 mg/dl) while wearing the pod between 25 and 36 hours. The adhesive was coming loose from the infusion site (hip/buttocks) and when removed the cannula appeared to be "cracked." As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation results did not find a damaged soft cannula. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.